Event description:
A malfunction was reported when the pump came into contact with wet or sweaty clothes. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again, and they acknowledged and understood these instructions.